Event description:
It was reported that patient experienced ineffective therapy. X-rays confirmed that the lead was fractured. Surgical intervention was undertaken, and lead fracture was also confirmed visually, and system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.